Manufacturer narrative:
As reported, at an unspecified time after implantation of an optease vena cava filter was placed, the patient had severe pain and swelling of the lower extremity, blood clots, clotting, deep vein thrombosis and occlusion of inferior vena cava (ivc) and ivc filter, and tilt of the filter requiring emergency surgery to remove the filter. The indication for optease placement was left iliofemoral deep vein thrombosis, severe left lower extremity edema, swelling and pain and pulmonary embolus. Per the implantation operative report, the risks and benefits were discussed with both the patient and his wife and informed consent was obtained. After the ivc filter was successfully implanted and position confirmed via venacavogram, the patient further underwent thrombolysis of the left lower extremity. It was reported that there was a marked improvement of the clot burden in the inferior vena cava and left lower extremity veins. It was reported that the original implantation procedure was well tolerated by the patient. There were no apparent complications and there was minimal blood loss. The filter was implanted below the left renal vein. Via medical records, additional information indicates, that the patient¿s filter was tilted and the filter was embedded in the wall of the ivc. Approximately eight months post implantation, the patient presented to the ER with impending venous gangrene of both of the lower extremities. The patient was subsequently found to have extensive deep venous thrombosis (dvt) in the bilateral lower extremities and thrombosis of the iliac veins in the ivc. The filter was noted to be malpositioned and occluded. The patient underwent surgery with thrombolysis and tpa of the ivc clot. Approximately one week later, the patient returned to the hospital for removal of the filter and iliac venous stenting. The filter was, again, noted to be tilted. The removal of the optease filter was conducted and was noted to be complex. The ivc distal to the renal veins was noted to have a tremendous amount of debris, likely old scar tissue and chronic thrombus. The ivc was stented at this time. The patient continues to report pain in the body and legs after the filter removal. The device is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the events of filter tilt, ivc and filter occlusion could not be confirmed. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness as well as thrombus burden related to the underlying coagulopathy. The reports of clotting, deep vein thrombosis, pain, pain in extremities, swelling of legs, and gangrene do not represent device malfunctions. Clinical factors that may have influenced the event include underlying patient co-morbidities, specifically the pre-existing states of deep vein thrombosis, swelling of the legs and pulmonary embolus, as well as pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is a follow up report to MFR number 9616099-2016-00295 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, after an unspecified period of time when an optease vena cava filter was placed, the patient had severe pain and swelling of the lower extremity, blood clots, clotting and occlusion of inferior vena cava (ivc) filter, requiring emergency surgery to remove the filter. The following additional information received per the medical records indicates, that the patient¿s filter was tilted and the filter was embedded in the wall of the ivc. On or approximately eight months post implantation, the patient presented to the ER with impending venous gangrene of both of the lower extremities. The patient was subsequently found to have extensive deep venous thrombosis (dvt) on the bilateral lower extremities and thrombosis of the iliac veins in the ivc. The filter was noted to be malpositioned and clogged. The patient underwent surgery with thrombolysis and tpa of the ivc clot. Approximately one week later, the patient returned to the hospital for removal of the filter and iliac venous stenting. The filter was noted to be tilted. After a complex percutaneous removal procedure of the optease filter, it was noted that there was a tremendous amount of debris within the vena cava below the renal veins, likely old scar tissue and chronic thrombus from the filter, and a stent was then placed in the ivc. The patient reports to still be experiencing pain in the body and legs. Originally, the patient tolerated the index procedure well. There were no apparent complications and there was minimal blood loss. The filter was implanted below the left renal vein.